Manufacturer narrative:
According to the information received, the symptoms presented by the patient were diagnosed as ischemia by the injector. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha 3 products.

Event description:
This case occured outside of the USA in italy. The italian subsidiary notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with a total of 0.8ml of teosyal rha 3 in the nasolabialfolds (0.4 ml each side). The injection was done with the needle provided in the box using the bolus as well as the retrograde linear technique. The same day evening, on (B)(6) 2023, the patient complained about hematoma accompanied with pain on right upper hemilip. The day after, on (B)(6) 2023, redness appeared along the right nasolabial fold. The injector advised the patient to apply topical hyaluronidase, warm compress, and prescribed antibiotics (augmentin). On (B)(6) 2023, the redness extended the rest of the right cheek accompanied by severe pain, extending from the right nose to the right upper hemilip. The symptoms described were diagnosed as an ischemia by the injector. The local medical expert was immediately contacted by the injection, who advised the following treatment: 500 i.u. Of hyaluronidase in the base of the right wing of the nose; 500 i.u. Of hyaluronidase in right nasolabial fold; 500 i.u. Of hyaluronidase in the right upper hemilip; apply glycerin patch (5mg) on the right arm. We were informed that right after hyaluronidase injections (on (B)(6) 2023), the pain improved, and the tissues had revascularized. However, the same day evening, pain appeared again in the affected area. On (B)(6) 2023, the injector visited the patient and noticed inflammation in the right nasolabial fold. The same day, the following treatment was administrated, following recommendations from the local medical expert: 500 i.u. Of hyaluronidase in the base of the right wing of the nose; 500 i.u. Of hyaluronidase in right nasolabial fold; 500 i.u. Of hyaluronidase in the right upper hemilip; corticosteroids (deltacortene) 25 mg 1 tablet a day; antibiotic (gentalyn beta cream). The same day, the general practitioner also prescribed antihistamine. On (B)(6) 2023, we were informed that a third injection with hyaluronidase was recommended by the medical expert but the patient refused it. Indeed, the patient decided to be followed by a dermatologist and her general practitioner who only recommended cold compresses. Thus, the injector has no had further contact with the patient, but on (B)(6) 2023, the patient reported to the injector that she was getting better. Despite reminders, no further information could be retreived regarding the complete resolution of symptoms. Thus, the complaint was considered closed.